Manufacturer narrative:
(B)(4). Please provide procedure name and date. Please confirm if the first needle presented a breakage or a bending issue? Did the needle break at the tip or at the body? The second needle that presented the pull off pertains to the same strand double armed containing the 1st needle that presented the breakage/bent? Or does this second needle pertains to a different suture strand? Was the needle tip found? In what structure? If it was found, was it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged (one hour) procedure? What is the most current patient health status and condition? Please provide lot number. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the first needle bent/broke and the second needle came off and got lost in the surgical field. The surgery was delayed for 60 minutes, and x-ray was conducted to locate the suture. There were no patient consequences reported. Additional information was requested.